Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and found the device to be fully functional. There were no batteries in the device. Upon conclusion of the evaluation, it was determined that there was no issue with the device. The customer did not put a battery in the device. A new battery was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Added information about evaluation and coding. H3 other text : customer refused quote for service.

Event description:
It was reported that the device requires service/repair. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) was not able to evaluate the device since the customer did not indicate accepting the service quote. The customer did not indicate accepting the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device requires service/repair. There was reportedly no patient involvement.